Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to slightly loose drive support disk. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump has cracked case at display window corners, reservoir tube, battery tube threads, minor scratched display window and with shifted and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarms on the insulin pump, instead of no delivery alarms because the reservoir was empty. She stated she was changing out sets when the alarms occurred. The customer's blood glucose was 150 mg/dl. During troubleshooting, it was found that the insulin pump had passed through an airport scanner. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.